Event description:
Olympus med systems corp (omsc) was informed that during the procedure, the power supply was switching off by itself. There is no more info such as combined endoscope or the outcome of the pt.

Manufacturer narrative:
The device referred to in this report has been returned to olympus for eval. The reported phenomenon duplicated, and the power supply was switching on for a couple of seconds and was switching off by itself. The power supply unit of the subjective device was replaced in (B)(6) 2014. The mfg history was reviewed, with no irregularities related to this problem noted. There were no reports of same phenomenon with the model. Based on the findings, contingent failure of the power supply cannot be ruled out as a contributory factor of the event. Further investigation will be done for the power supply. If additional info becomes available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.